Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the guide wire tip was broken. The first target lesion was located in the stenosed and calcified anterior tibial artery. A 6 french non bsc introducer sheath was placed. A non bsc balloon catheter was advanced over a non bsc .035/180cm guide wire through stenosis in the knee region to the anterior tibial artery where angioplasty was performed without issue. The balloon catheter and guide wire were removed from the patient. A pt graphix 300 intravascular diagnostic guide wire was then advanced to the second lesion in the dorsalis pedis and resistance was noted. The physician thought it was possible the distal end of the guide wire was slightly kinked at this point. As there was 70-80% stenosis in the lower leg to pass through, a 3 french non bsc catheter was then advanced over the wire for support, to above the ankle. Angioplasty was performed with a non bsc balloon catheter in the dorsalis pedis. Upon removal of the devices, a 2 cm piece of the guide wire broke off and remains in the dorsalis pedis. The physician did not attempt to retrieve the broken wire and it remains lodged in the dorsalis pedis. The physician thought it was possible the kinked wire could have fastened in the burr of the 3 french non bsc catheter. The procedure was completed with this device. There were no additional patient complications reported and the patient¿s condition is reported as stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the guide wire tips was broken. The first target lesion was located in the stenosed and calcified anterior tibial artery. A 6 french non bsc introducer sheath was placed. A non bsc balloon catheter was advanced over a non bsc .035/180cm guide wire through stenosis in the knee region to the anterior tibial artery where angioplasty was performed without issue. The balloon catheter and guide wire were removed from the patient. A pt graphix 300 intravascular diagnostic guide wire was then advanced to the second lesion in the dorsalis pedis and resistance was noted. The physician thought it was possible the distal end of the guide wire was slightly kinked at this point. As there was 70-80% stenosis in the lower leg to pass through, a 3 french non bsc catheter was then advanced over the wire for support, to above the ankle. Angioplasty was performed with a non bsc balloon catheter in the dorsalis pedis. Upon removal of the devices, a 2 cm piece of the guide wire broke off and remains in the dorsalis pedis. The physician did not attempt to retrieve the broken wire, and it remains lodged in the dorsalis pedis. The physician thought it was possible the kinked wire could have fastened in the burr of the 3 french non bsc catheter. The procedure was completed with this device. There were no additional patient complications reported and the patient's condition is reported as stable.

Manufacturer narrative:
Device returned to MFR, device evaluated by MFR. (B) (4). Device evaluated by MFR: visual inspection revealed approximately 4mm of polyurethane missing from the distal end of the wire. The exposed corewire is intact and has not been fractured. The corewire is flat and has a ribbon-like effect. A kink was noted in the guide wire within the first 8mm measured from the distal tip. The outside diameter of the guide wire meets specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4)